Manufacturer narrative:
The device is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The vitrectomy cutter works but did not cut as if it was dull or presented incomplete closure. No patient impact, no product returned.